Event description:
Event verbatim [preferred term] burn blister after second use of thermacare heat wrap in lower left back area [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist received from the regulatory authority bfarm. The regulatory authority report number is (B)(4). An approximately (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) (lot number: s23830, expiry date: apr2020), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn blister on (B)(6) 2018 after second use of thermacare heat wrap in lower left back area. No previous treatment with topical agents (cream or body lotion). The burning site had not been felt as hotter than the other not impacted area. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] burn blister after second use of thermacare heat wrap in lower left back area [burns second degree] , 63 year old patient wore the heatwrap directly on the body, under panties and jeans [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist received from the regulatory authority bfarm. The regulatory authority report number is 13721/18. An approximately 63-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), the package color was red (lot number: s23830, expiry date: apr2020), from 23oct2018, used for 7.5 hours a day for 2 days, for back pain. Medical history included menopause, hypertension and diabetes type 2. Concomitant medications included metoprolol, 23.75, 1xday; enalapril, 5, 2xday; amlodipine, 5, 2xday, for hypertension; and metformin 850, 1xday, for diabetes. The patient had not used thermacare heatwrap previously; other heat producing products were used about 2 years ago for 1-2 days, there was no intolerance. She was currently being treated by an orthopedist. The patient experienced a burn blister on (B)(6) 2018 after the second use of thermacare heat wrap in lower left back area after 7.5 hours. The patient wore several pieces of clothing over the heatwrap, which was worn directly on the body, under panties and jeans. There were no sports activities performed during the application. No previous treatment with topical agents (cream or body lotion). The color of her skin was very light, it was not sensitive, and there was no skin disease. The burning site had not been felt as hotter than the other not impacted area. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The burn blister healed in about one week and was treated with burn and wound gel. The outcome of the event burn blister was resolved. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (27nov2018): new information from the product quality complaint group includes investigation results. Follow-up (03dec2018): new information received from a pharmacist includes: medical history added, suspect drug data (dates added, product information and indication added, action taken updated) concomitant medications, event data (outcome updated, treatment added and added additional event of device use error).

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports an adverse event - burn. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.